Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. E1: first name unknown / not provided. E1: last name unknown / not provided. E1: email unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient had complaints of pain. An x-ray was performed, and the patient was given antibiotics. An infection was observed around implant # 26. The implant was removed, and the site cleaned. A new implant will be placed at a later date.